Manufacturer narrative:
This spontaneous case describes the occurrence of pelvic pain ('pelvic pain') and loss of personal independence in daily activities ('severely disabling disorders') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. The duration of use was 6 years. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required), loss of personal independence in daily activities (seriousness criterion hospitalization), fatigue ("fatigue") and visual impairment ("visual disturbances"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the pelvic pain, loss of personal independence in daily activities, fatigue and visual impairment outcome was unknown. The reporter provided no causality assessment for fatigue, loss of personal independence in daily activities, pelvic pain and visual impairment with essure. The reporter commented: the patient wore the device for 6 years. She explained that the pains were very intense, that she could not even sweep or lift her neck without using her hands. Highly incapacitating issues after essure device insertion were mentioned (with no further details). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-mar-2020: the event ¿severely disabling disorders¿, reporter added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required), fatigue ("fatigue") and visual impairment ("visual disturbances"). The patient was treated with surgery. At the time of the report, the pelvic pain, fatigue and visual impairment outcome was unknown. The reporter provided no causality assessment for fatigue, pelvic pain and visual impairment with essure. The reporter commented: the patient wore the device for 6 years. She explained that the pains were very intense, that she could not even sweep or lift her neck without using her hands based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case describes the occurrence of pelvic pain ('pelvic pain') and loss of personal independence in daily activities ('severely disabling disorders') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. The duration of use was 6 years. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required), loss of personal independence in daily activities (seriousness criterion hospitalization), fatigue ("fatigue") and visual impairment ("visual disturbances"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the pelvic pain, loss of personal independence in daily activities, fatigue and visual impairment outcome was unknown. The reporter provided no causality assessment for fatigue, loss of personal independence in daily activities, pelvic pain and visual impairment with essure. The reporter commented: the patient wore the device for 6 years. She explained that the pains were very intense, that she could not even sweep or lift her neck without using her hands. Highly incapacitating issues after essure device insertion were mentioned (with no further details). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-jun-2020: this case will be deleted from bayer pv database. Nullification reason: it was identified to be duplicate of case (B)(4). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required), fatigue ("fatigue") and visual impairment ("visual disturbances"). The patient was treated with surgery. At the time of the report, the pelvic pain, fatigue and visual impairment outcome was unknown. The reporter provided no causality assessment for fatigue, pelvic pain and visual impairment with essure. The reporter commented: the patient wore the device for 6 years. She explained that the pains were very intense, that she could not even sweep or lift her neck without using her hands. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-feb-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.